Event description:
It was reported that a perforation and cardiac tamponade occurred. During a pulmonary vein isolation pulse field ablation procedure, a faradrive steerable sheath was placed and an nrg transseptal needle was advanced to the interatrial septum. The transeptal puncture was performed without requiring energization of the nrg transseptal needle. Cardiac mapping of the left atrium was performed using a non boston scientific (bsc) mapping system and it was observed the right pulmonary vein was already isolated and the posterior left atrial wall indicated low voltage. Peri procedural activated clotting time was 350 seconds. The farawave catheter was placed in the left atrium and ablation was delivered to the right superior pulmonary vein. It was noted during the procedure the patient moved considerably. The right inferior pulmonary vein was isolated and delivery of ablation to the left atrial posterior wall began. The patient became hypotensive and echocardiography indicated cardiac tamponade. The pulse field ablation procedure was aborted and the patient was transferred to open heart surgery. During open heart surgery a perforation was identified in the left atrial appendage and the physician suspected the perforation occurred during the exchange from a non bsc sheath to the faradrive steerable sheath. The left atrial appendage was resected and closed. Post procedural review of the blood pressure waveform indicated blood pressure had decreased following the first application of ablation. The patient remains hospitalized in a stable condition.